Event description:
It was reported that a minicap with povidone-iodine solution did not contain enough iodine in the sponge. The patient reported the sponge to be cream colored instead of the usual dark brown color. This occurred before use, as the patient was setting up for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 45.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.